Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced pulling, and stabbing pain while working in the backyard. X-rays revealed lead migrated into battery pocket. As a result, surgical intervention may take place to address the issue.

Event description:
Additional information received that patient underwent surgical intervention where in the lead was explanted and replaced. Therapy restored post-op.